Event description:
It was reported that the patient was an acute myocardial infarction (mi) patient. The target lesion was located in the distal right coronary artery (rca) with heavy tortuosity, heavy calcification and 100% stenosis. After thrombectomy was performed, a 2.0 x 15 mm non-abbott balloon catheter was used for 2 inflations at 10 atmospheres (atm) for 10 seconds each for pre-dilatation. A 2.75 x 33 mm xience prime stent delivery system (sds) was advanced to the lesion. However it would not cross the lesion. Although plain old balloon angioplasty (poba) was performed many times, the xience prime sds became stuck at the lesion. After the device was retracted using force, the stent was found to be damaged. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, runthrough; guide cath: taiga 7fr jr4.0 sh. (B)(4) - excessive force. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.